Manufacturer narrative:
(B)(4). One (1) halm-zielke anterior probe [product code: 2723-01-102, lot no: 20071248] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the probe¿s distal tip. The second half of the tip was not returned for analysis. The fracture analysis report shows evidence of a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. The root cause for the probe¿s tip becoming broken cannot be positively determined. However, the fracture analysis report shows evidence of a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer received the loaner kit with defect awl. Device was not used by customer.